Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: seroma : unable to observe as it is a medical event that is not related to the device. Cysts : unable to observe as it is a medical event that is not related to the device. Capsular contracture : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Explanting physician reported left side capsular contracture, baker grade IV, periprosthetic fluid and microcysts diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The capsule was sent for anatomical and histopathological study.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. ¿ seroma: unable to observe. ¿ cyst: unable to observe. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Explanting physician reported left side capsular contracture, baker grade IV, periprosthetic fluid and microcysts diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The capsule was sent for anatomical and histopathological study.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, periprosthetic fluid.

Event description:
Explanting physician reported left side capsular contracture, baker grade IV, periprosthetic fluid and microcysts diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The capsule was sent for anatomical and histopathological study.

Event description:
Explanting physician reported left side capsular contracture, baker grade IV, periprosthetic fluid and microcysts diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The capsule was sent for anatomical and histopathological study.